Manufacturer narrative:
On 06/06/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: folding and possible rupture of left breast prosthesis. Concomitant medical products: mentor memorygel breast implant 425cc gel breast prosthesis, catalog #3504254bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 425cc gel breast prosthesis that ruptured after implantation. The patient reported that she had an MRI that showed the left breast prosthesis was folded. Patient later reported that she might have a possible rupture in the breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 595cc gel breast prostheses on (B)(6) 2019.